Event description:
It was reported that (1) device was used during a creation of a gastric tube. It was reported by the affiliate that while creating the gastric tube, they encountered that after the second reload (third application), the tlc55 instrument could not be fired. While trying to advance the firing knob, the surgeon noted that it took too much force to fire the instrument. So they took a second instrument which functioned well, but again after the second reload, the instrument could not be fired. Co loaded and fired the tlc55 a few days later and noticed it functioned, but seemed very heavy to fire (took some force). The surgeon performs gastric tubes regularly, so he said that in comparison it seemed he needed more force to fire the instrument than in previous cases. Another instrument was used to complete the case. There was no consequence to the pt.